Event description:
A report was received that the patient¿s lead was causing discomfort. The lead was explanted.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.